Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose level of over 500 mg/dl. Prior to the hospitalization, the customer delivered a bolus via the pump in attempt to treat bg level. Customer was treated with intravenous saline and insulin while in the ICU, and was released from the ICU a day later with no permanent damage. The cause for the reported issue was unknown. The customer suspected an issue with the infusion set occurred, however, the infusion set in use had been discarded. The infusion set allegation could not be verified. The infusion set was changed, and insulin delivery was successfully resumed.